Event description:
As reported, device is exhibiting a compression to ventilation ratio of 5:1, 6:1, and 3:1.

Manufacturer narrative:
Device will be evaluated and repaired by service representative in another country. Follow-up report will be submitted once evaluation of returned part from unit is performed.